Manufacturer narrative:
Patient information requested from the site. (B)(6). Part has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the instrument was damaged during use. No known impact on the patient outcome.